Event description:
The customer reported approximately 10 milliliters (ml) of blood tinged fluid leaked outside the unit involving coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse observed a hole in the duro tubing, near a pinch valve. The fse re-tubed the sample access module and resolved the issue. The fse verified service activity met the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).